Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3, h-6, h-10,h-11. Corrected section, h-6 from "2183" to "4042". The device was returned to the factory for evaluation on 06/06/2024. An investigation was conducted on 06/12/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal and tension spring assembly was observed inside the delivery device. There were no cracks or delamination observed on the intact seal. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. The seal was observed to be in a taco shape and not fully opened. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was confirmed. The lot # 3000329365 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (4.3mm) loading device was properly loaded, but the protection seal was not retracted on the delivery device, so it was discontinued. The seal fell out of the loading device. A new device was used to complete the procedure. There was no procedural delay. No health problems were reported.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 : (B)(6) medical center.

Event description:
The hospital reported that hst iii system (4.3mm) loading device was properly loaded, but the protection seal was not retracted on the delivery device, so it was discontinued. No health problems were reported.